Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed out of range pace impedance as well as high thresholds in both the right venticle (rv) and left ventricle (lv). Shock impedance was normal. When the lv configuration was changed from 'lv tip to rv' to 'lv tip to can', lv impedance went down into a normal range. Rv impedance remained high. Technical services (ts) discussed that the problem is likely isolated to the rv lead or rv connection. Ts discussed lv impedance was out of range due to an extended bipolar configuration. No noise was seen with pocket manipulation but when the real time electrogram was run, very fine baseline noise was noted. There was no evidence of oversensing. Ts discussed the possibility of a loose set screw. No adverse patient effects have been reported.

Manufacturer narrative:
The pocket was opened and the terminal pin of the rv lead was not visible past the connector block in the device header. The tug test was performed and the lead stayed in the port. The lead was disconnected, reseated and reconnected. Extensive testing was performed and all lead measurements were then normal. It was determined that the issue was that the rv lead pin was not inserted far enought into the port. Technical services discussed how a partial connection may have given good numbers at first, but as the patient felt better and became more active, there may have been more pull on the lead resulting in the intermittent, out of range imepdance measurements. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.